Manufacturer narrative:
According to the attorney's case synopsis, the pt reportedly experienced pain and recurrence over three years post implant. The pt's attorney alleges that during explant surgery the surgeon found overlapping of the mesh requiring tedious dissection and complete removal of the composix kugel mesh. Currently it is unk whether the device may have caused or contributed to the alleged event. The pt reportedly experienced a recurrence which is listed as a possible adverse reaction in the product's instructions for use. However, there is no operative report for the explant surgery. Additionally, there was no sample returned for eval. Although the medical report is sparse, it does not refer to any device failure. Based on the info provided, no conclusions can be drawn.

Event description:
Based on a review of the medical records provided by the pt's attorney: (B)(6)2006 - the pt underwent a ventral hernia repair with an umbilical component with a composix kugel mesh. On (B)(6) 2009 - the pt underwent explant of the composix kugel mesh (according to attorney report, no operative report referring to this surgery).